Event description:
It was reported that a device was used during an unknown procedure. It was reported that the device fired staples in which the b shape of some of the staples was not perfect enough. An air leak test was performed, when the surgeon infused the air through the anus, the air leaked through the staple line. Hand suture was performed to reinforce the staple line. There were no other documented consequences to the patient.